Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation it was noted on the stored electrograms that the atrial lead was oversensing; the patient had some inappropriate automode switch episodes. The device was reprogrammed and the patient would be monitored.